Manufacturer narrative:
E1 - postal code: (B)(6); g4 ¿ PMA/510(k) #: exempt; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the ncircle tipless stone extractor basket stopped opening and closing properly during a retrograde intrarenal surgery (rirs). The basket was tested prior to use and the device functioned properly. Stones were successfully removed three times, before the basket stopped functioning properly. Another basket from the same lot was used to complete the stone removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, the ncircle tipless stone extractor basket stopped opening and closing properly during a retrograde intrarenal surgery (rirs). The basket was tested prior to use and the device functioned properly. Stones were successfully removed three times, before the basket stopped functioning properly. Another basket from the same lot was used to complete the stone removal. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device were conducted. A document based investigation was also performed including a review of: complaint history, device history record (DHR), manufacturing instructions, instructions for use (IFU) and quality control procedures. One ncircle tipless stone extractor was returned without its original packaging. The handle would move the basket assembly, but the basket formation did not withdraw into the sheath. The handle was disassembled during investigation, revealing that the support sheath was loose from the basket sheath. No other damage was noted. A review of the device history record found one related non-conformance involving one device, for glue, inadequate. The device was scrapped. A review of complaint history records shows fourteen other related complaints associated with the complaint device lot. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The returned device was found to have a basket that was not functional due to the basket sheath and support sheath having separated. Based on the investigation of the returned device and large number of complaints reported from the product lot, it was determined the cause of the issue was due to a manufacturing issue, not enough glue placed on the support sheath/basket sheath joint to properly secure the components in place. The operator who performed the gluing operation is no longer employed at cook. A review of the lots that the operator performed work on showed this was the only lot where that operator had performed the gluing operation. Containment activities and field action assessment were performed for the device lot and it was determined that no field action was necessary. Additionally, the health hazard evaluation for this issue determined the associated risk to be low. As such, a heightened patient risk is not expected to occur. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.